Event description:
It was initially reported that a patient was on a gaymar cooling blanket and the temperature reading from blanket was higher than a separate thermometer reading. Upon further investigation, it was found that the machine was not showing the temperature of the patient go down; however, a thermometer was reading accurately indicating that the therapy parameter information on the screen of the device was inaccurate. The patient was given tylenol. This issue is not a reportable issue. Multiple attempts were made to the customer to try to evaluate the device; however, they did not respond to these attempts. A stryker senior clinical nurse consultant was contacted about this issue. They stated that it was unlikely that this was a serious injury based on the information provided by the customer and that this was likely a delay in care.

Manufacturer narrative:
This supplemental is being filed to correct the executive summary.

Event description:
It was reported that a patient was on a gaymar cooling blanket and the temperature reading from blanket was higher than a separate thermometer reading (during therapy, blanket/wrap contact surface temperature not cold enough). It was further reported that this was a serious injury and required intervention. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
Additional information regarding the event was provided by the customer and section b5 has been updated. Upon investigation, it was found that issue is not reportable. Section h codes have been updated to reflect this. The customer did not respond to attempts to evaluate the device. H3 other text : see h10.

Event description:
It was initially reported that a patient was on a gaymar cooling blanket and the temperature reading from blanket was higher than a separate thermometer reading. Upon further investigation, it was found that the machine was not showing the temperature of the patient go down; however, a thermometer was reading accurately indicating that the therapy parameter information on the screen of the device was inaccurate. This issue is not a reportable issue. Multiple attempts were made to the customer to try to evaluate the device; however, they did not respond to these attempts. A stryker senior clinical nurse consultant was contacted about this issue. They stated that it was unlikely that this was a serious injury based on the information provided by the customer and that this was likely a delay in care.